Event description:
It was reported that parent was planning a tube change when a small defect was noticed on the tube, at the end of the shaft. The defect was described as ¿a small circular shape, a hole, a bubble¿ within the shaft tubing. The remaining tubes were not used as alternatives. The fault was noticed by the parents before use, when box was opened. There was no patient involvement and no human harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual testing was performed, and a circular delamination anomaly was observed on the shaft of the tube below the flange. No additional damage or anomalies were observed. The probable cause of the issue was unknown.

Manufacturer narrative:
H6: corrected. The investigation was updated with a probable cause for the defect found on the tube. The probable cause is due to a manufacturing error during the errant adhesive removal process.